Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery (ba) using a penumbra system reperfusion catheter 041 and separator 041. Before the procedure, the patient was given 20,160,000 units of intravenous (IV) tissue plasminogen activator (t-pa). The catheter 041 was advanced to the ba along with a chikai 0.014 inch through an envoy 6f guiding catheter. Aspiration was done with a separator 041. After the procedure, 4,000 units of heparin was administered. The patient developed a dissection while the penumbra system moved into the p-com; therefore, the patient underwent percutaneous a transluminal angioplasty (pta); however, the patient did not recover. Physician's comment: the cause of the event was difference in diameter between the psc041 and the chikai 0.014 inch. The event was related to the penumbra system.

Manufacturer narrative:
Conclusion: dissection is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00248. Device was disposed of by the hospital.